Event description:
It was reported that male was admitted to the hospital for an acute myocardial infarction. The patient underwent coronary angiography and a percutaneous coronary interventional (pci). The patient went into shock during the procedure. The patient underwent a pci (a driver stent was deployed and the procedure went well) via a 7f introducer in the left femoral artery; and 8f intraaortic balloon pump (iabp) was inserted via the right femoral artery. The next day, the left femoral artery sheath and the iabp from the right femoral artery were removed. An 8f angio-seal was used to seal the arteriotomy sites in the right and left legs. A small hematoma formed, but hemostasis was achieved. The next day, the patient had a fever. There was drainage and cellulitis at the pevious right puncture site. A drainage tube was placed. Two days later, the drainage decreased and the cellulitis improved. The drainage tube was removed and the right puncture site was covered with acrinol gauze. Approximately 2 weeks later, bleeding occurred at the right puncture site when the patient walked. Manual compression was applied. An echo ultrasound revealed a hematoma and blood flow from the femoral artery to the hematoma. The physician had the patient discontinue aspirin and panaldine. The hematoma was surgically removed; it was noted there was bleeding from the artery and ulceration at the puncture site, angiography (stitching of the blood vessel) was performed. The physician stated the patient may have contracted an infection in the ICU; the angio-seal used to seal the right arteriotomy site was placed in the ICU.

Manufacturer narrative:
No product was returned. Two lot numbers were provided, it is unsure which lot number the angio-seal from this incident came from. The second lot number is 1188756 with a manufacture date of 11/2005 and expiration date of 11/1/2006. Review of the device history record for both lot numbers confirmed that these lots met manufacturing requirements prior to shipment. Based on the information provided it is uncertain what caused the infection, however, the physician stated the patient may have contacted the infection in the ICU, where the angio-seal was deployed in the right arteriotomy site. The angio-seal device instructions for use (IFU) state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) caution that av fistula or pseudoaneurysm are possible risks or situations associated with the use of the the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instructions for use (IFU) caution the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. It should be noted that at the time of this event, the physician was in the process of being certified for angio-seal deployment.